Event description:
Plastic piece of endoscopic vein bipolar device broke off during vein harvest. The piece is the clear portion that was under the black cap. The piece was located and removed. There was no patient injury. Bovie setting and bipolar at 30. The devices were pulled off the shelf and replaced by the company. Manufacturer response (as per reporter) for endoscopic vein harvesting kit, (brand not provided)no response as of that date.

Event description:
Plastic piece of endoscopic vein bipolar device broke off during vein harvest. The piece is the clear portion that was under the black cap. The piece was located and removed. There was no patient injury. Bovie setting and bipolar at 30. The devices were pulled off the shelf and replaced by the company. Manufacturer response (as per reporter) for endoscopic vein harvesting kit, (brand not provided)no response as of that date.